Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of syncope was not determined. No interventions were undertaken.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital after experiencing a syncopal episode. A sensing test was performed and noted capture, however, during the test paced spikes were noted to be smaller than previous paced spikes. Boston scientific technical services (ts) inquired if right ventricular automatic capture (rvac) was programmed on and it was noted to be programmed on. Ts discussed that a reduced deflection on the rv electrogram (egm) is expected behavior with the rvac feature programmed on. No additional adverse patient effects were reported. This product remains implanted and in service.